Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the vad nurse that she witnessed the percutaneous lead disconnect at the y connector while the patient was at a routine clinic visit. A pneumatic leak of air was heard. This lasted approximately 8 beats and the patient reconnected his percutaneous lead to the y connector himself. The patient was switched to fixed mode. The nurse called the manufacturer for instructions on obtaining a secure connection by making certain that the movable clip under the sleeve was flushed with no audible air leak and then rotating the silver sleeve back until it goes no further. A secure connection was confirmed by the nurse and the patient was stated to be stable in auto mode with no alarms.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the pump remains implanted and is still supporting the patient with no further reports of an air leak. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.